Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, (B)(6) the patient underwent biliodigestive shunt, with a report of jejunojejunal anastomosis with stapler without complications. After the surgery, the patient presented abdominal distension and obstruction in the intestinal loop was identified. Tomography was done and found a large clot formation in antero-entero-entero anastomosis. Two days after, the patient was re-approached and underwent exploratory laparotomy by an obstructive acute abdomen and then referred to ICU. On the same day, abdominal distension was associated with progressive hemoglobin drop. In the transoperative period, a dehiscence of the staple line was identified with a lot of intraluminal clot. That justified the anemia and obstruction. The clots and local rapia were cleaned. Hospitalization will be extended due to re-approached. Tissue damaged was noted and transfusion was needed due to blood loss. Surgical time was extended by more than 30 minutes.